Manufacturer narrative:
Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records according to tcf 931639 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one-cylinder body due to sharp instrument damage consistent with explant damage. The other cylinder performed within specifications. The pump was not functionally tested due to sharp instrument damage consistent with explant damage. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced a device malfunction. The device stopped working and was removed. Upon removal, air was identified within the pump. The patient opted to have a coloplast titan ipp inserted. A patient status of no issues was reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a device malfunction. The device stopped working and was removed. Upon removal, air was identified within the pump. The patient opted to have a coloplast titan ipp inserted. A patient status of no issues was reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.